Event description:
The complainant reported that at the conclusion of an enteryx procedure being performed, everything appeared to be fine. Two and a half weeks subsequent to the procedure the pt complained of severe odynaphagia and was unable to swallow even a small capsule without considerable discomfort, and had lost 13 pounds. The physician inserted a balloon into the pt's esophagus, and stretched it in an attempt to relieve the pt's discomfort. The physician reported that at this point the pt is fine.